Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests between eight to ten times a day and manages her diabetes with novolog insulin (via insulin pump). The patient indicated she owns multiple meters: onetouch ultralink meter (which she keeps at home), onetouch ultramini meter (which she carries in her purse), and the onetouch ultra2 meter (which she uses at work). The patient alleged that while at work on (B)(6) 2012 (time unknown), the subject meter reportedly read inaccurately high; the patient reportedly obtained a blood glucose reading in the "300's." In response to the reported reading, the patient indicated she administered her novolog insulin (dosage unknown) soon after. As a result of the alleged issue, the patient corrected and clarified she developed a symptom of "shaking" an hour later. At the onset of her symptom, the patient indicated she retested her blood glucose with the subject meter, obtained a reading in the "200's", and administered an additional (unknown dose) of insulin in response to the reading. The patient indicated her symptom did not improved after administering the second dose of insulin. At an unknown time later (after returning home), the patient indicated she tested her blood glucose with the onetouch ultralink meter (testing also a different vial of test strips) and obtained a reading in the "60's". The patient indicated she immediately administered food/ drink as self-treatment and her symptom began to improve approximately eight to ten minutes later. During troubleshooting with the customer service representative, it was discovered that the patient was not storing the subject test strips properly (per owner's booklet recommendation). The patient clarified (with mss) she was storing the test strips (from multiple vials) into a single vial. Replacement products were sent to the patient. Although it was discovered that the patient was not storing her test strips correctly, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.